Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and a seizure however, was able to self-treat (unspecified treatment). There was no report of third party medical treatment reported. There was no report of death or permanent impairment associated with this event.